Manufacturer narrative:
Actual device was not returned hence no device evaluation was performed. Based upon the review of lot records, work orders and prior reports no issues with the lot were noted. However, CT angio scan and report for post procedure follow-up visit and the operative note from the index procedure were provided for clinical assessment by clinical representatives. Based on the review, the report of endoleak type iii was confirmed. Available imaging shows angulation in the aneurysm sac. The potential root cause may be due to lack of overlap between the bifurcated device and the aortic extension but cannot be confirmed. Based on the review of the event, information available, manufacturing records, and previous complaints, there is no evidence that this complaint is due to a manufacturing issue. Endoleaks are a known risk of the procedure, as identified in the product labeling.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that approximately one month post-implant of a suprarenal aortic extension and a bifurcated device a type iii endoleak was identified on a computed tomography scan. The patient was treated with two infrarenal aortic extensions, which successfully corrected the endoleak. It was reported the patient tolerated the procedure well.